Manufacturer narrative:
The pod was received with cannula not deployed. Pod download data indicated that it completed only first priming and got deactivated before completing the second priming to deploy needle/cannula. No issues were found in the device that would result in the needle failing to deploy needle/cannula. The pod was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod failing to adhere to the infusion site was also reported. The pod was not worn.